Manufacturer narrative:
A batch trend was not identified. Through the investigation of the case, the customer¿s complaint issue was not identified. The kit lot g20474 is also on stability and has not exhibited the customer¿s complaint allegation. Additionally, the customer is possibly either generating samples with titers that are near or below the level of detection (lod) and/or the samples are experiencing interference due to the non-recommended practice of using ¿dry swabs¿ and saline as the sample collection method. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. The customer in (B)(6) is alleging false positive results on the cobas sars-cov-2 & influenza a/b test. The customer is observing an increased amount of low positive result (CT > 35) only positive for orf1a/b when using the sars-cov-2/influenza assay on the cobas 6800. The same samples are then re-tested on lc480, which generated negative results. The customer released the negative results. The customer uses a "dry swab" for testing and the lab will add sodium chloride. This test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd universal viral transport system (uvt), and nasal swab samples collected in cobas pcr media and 0.9% physiological saline. Testing of other sample types with cobas sars-cov-2 may result in inaccurate results. No other patient information was provided in the case. Detection of sars-cov-2 rna may be affected by sample collection methods, patient factors (e.g., presence of symptoms), and/or stage of infection. There was no harm alleged.

Manufacturer narrative:
A supplemental report will be filed upon completion of the investigation. (B)(4).